Event description:
It was reported that tip detachment occurred and was snared to remove the broken piece. The target location was located in the tibial artery. A v-14 control wire was selected and advance though a non-boston scientific catheter. When the wire was pulled back across some plaque, the tip sheared off. The broken piece was retrieved with a snare. The procedure was completed with another wire. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was observed that the tip of the guidewire was detached and peeled, moreover the guidewire was bent. Based on analysis of the returned product, the reported allegation of tip detachment was confirmed due to the distal tip condition.

Event description:
It was reported that tip detachment occurred and was snared to remove the broken piece. The target location was located in the tibial artery. A v-14 control wire was selected and advance though a non-boston scientific catheter. When the wire was pulled back across some plaque, the tip sheared off. The broken piece was retrieved with a snare. The procedure was completed with another wire. No complications were reported, and the patient was stable.